Event description:
It was reported that approximately two weeks post-implantation, the patient underwent a hip revision due to cup migration. The patient had minimal acetabular bone and the initial procedure was completed with a constrained liner that was tight upon hip reduction. Cup and liner were revised. Cemented stem was stable and retained. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# # unk g7 freedom const e1 lnr 36mm d g2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.